Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 16 mm stent delivery system (sds) was returned for analysis. The stent was detached from the delivery system and not returned for analysis. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible along the balloon body. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery and was 16mm long with a reference vessel diameter of 3.0mm. A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts got damaged. The device was simply pulled back and completely removed from the patient's body. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery and was 16mm long with a reference vessel diameter of 3.0mm. A 3.00x16mm promus element drug-eluting stent was advanced, but failed to cross the lesion. It was noted that the stent struts got damaged. The device was simply pulled back and completely removed from the patient's body. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was fine.